Event description:
It was reported that the subject device had extremely poor image resolution. The procedure could not be performed. There were no reports of patient harm. No additional information was available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle of the insertion section was broken and therefore the light transmission was not given or too low. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had extremely poor image resolution. The procedure could not be performed. There were no reports of patient harm. No additional information was available.

Manufacturer narrative:
E1 facility name: (B)(6). E2:health professional - (blank) and e3: occupation - no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.